Manufacturer narrative:
Due diligence was executed for this event. During a field service engineer (fse) courtesy on-site visit, the customer informed the fse of the device not turning on issue. The fse reset the monitor power supply was reset and device powered on. Customer will order a new power supply to replace the old one. Device is not being returned as it cannot be removed being attached to a whole wiring harness that is integrated into the room through an articulating (boom) arm. As such, a definitive root cause of the reported complaint cannot be determined at this time. Since there is no patient involvement and no harm to any patient, patient demographics are not available. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, prior to an unknown procedure the device would not power on. There were no other devices involved in the event. There was a twenty minute delay in starting the procedure. The patient was not under anesthesia. There is no patient involvement for this event. The intended procedure was completed with another similar unknown device. No damage or abnormalities were observed for the device. There was no debris making the power button stick. No foreign objects such as detergent remnants, hard water residue, finger grease or dust were observed on the electrical contacts. The device was connected and set up properly. The cables on the device are not able to be seen as they are inside articulating (boom) arm. There were no other devices replaced for the procedure.

Manufacturer narrative:
The device is not returned, as such an actual device evaluation is not performed. Evaluation is done by historical data and communication. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h3, h4, h6, and h10. This product is an OEM product, and it is not implemented because it is unknown whether there were any manufacturing abnormalities, special adoptions, or variations based on the inspection sheet. Reported issue for the device is that it would not power on. Upon troubleshooting by the field service engineer (fse), who reset the power supply the issue was resolved. The indication was that the issue occurred because of the failure of the power source box. Root cause for this failure could not be determined as the device is not returned. It is likely that the power source box deteriorated over the course of 9 years and 10 months after manufacturing.